Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump constantly flashes a black and white screen. Customer also indicated that the pump will shut off by itself. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
After battery installation, the pump gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the display anomaly. The pump was received with minor scratches on the lcd window, case and keypad overlay.